Manufacturer narrative:
It was reported that the tip cap was missing from the product while still sealed in its original packaging. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided for assessment by the quality team. The image depicts a prefilled syringe within the packaging flow wrap; however, due to its poor resolution, it is unclear whether the syringe cap is loose or entirely absent. No additional information could be obtained from the photograph. A review of the device history record (DHR) was completed for material number 306594, lot 5008954. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported issue has been confirmed. However, in the absence of a physical sample, it is not possible to determine a probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml saline fill china sp tip cap was missing. The following information was provided by the initial reporter: the hospital reported discovering a missing tip cap on the product while still in its unopened packaging, affecting one unit. The sample cannot be returned, but photographs are available. A green claim is required, along with a complaint response letter and a receipt letter.